Event description:
Boston scientific crm received information that this left ventricular lead dislodged. As a result, the lead was explanted. No adverse patient effects were noted.

Manufacturer narrative:
This lead was explanted. Pending the return and completion of lab analysis, this report will be updated.